Manufacturer narrative:
The nrbc chamber may be more vulnerable to clogging because it is the first chamber that the system dispenses to and may receive the majority of tube stopper debris. The debris was removed. Root cause is related to the pieces of the rubber debris from the specimen caps falling off the probe into the nrbc mixing chamber. Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc (bci) stating that a small amount of fluid from the nrbc mixing chamber overflowed after the drain from the mixing chamber became plugged with pieces from the specimen tube caps on the unicel dxh 800 coulter cellular analysis system. Customer was wearing personal protective equipment including lab coat, gloves, glasses and mask. There were no reports of exposure to mucous membranes or open wounds. There was no death, injury or affect to the user. No one sought medical attention.